Event description:
Asr revision.asr xl acetabular system - left.reason(s) for revision: pain.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6), 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. H3 other text : not returned

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl acetabular system - left. Reason(s) for revision: pain. Update received 26 september 2014. Additional surgeon added. Revision date amended. Surgery date amended. Additional hospital added, hospital name amended. What appear to be patient details added. Amended to "legal" and kid added.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl acetabular system - left. Reason(s) for revision: pain. Updated 24/11 - added form 57. Update received 26 september 2014. Additional surgeon added. Revision date amended. Surgery date amended. Additional hospital added, hospital name amended. What appear to be patient details added. Amended to "legal" and kid added. Surgery date amended in line with product stickers. Revision date amended in line with (B)(6) as more likely to be correct. Correction added 31st october 2014 - manufacturing date amended for femoral head.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot: null, device history batch: null, device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.